Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using vial uvt 1 ml with beads they experienced an increase in rate of positivity for the n2 target of the coronavirus gene. The customer is not using bd assays or instrumentation. Multiple attempts were made to obtain additional information. There was no report of patient impact.

Event description:
The customer reported that while using vial uvt 1 ml with beads they experienced an increase in rate of positivity for the n2 target of the coronavirus gene. The customer is not using bd assays or instrumentation. Multiple attempts were made to obtain additional information. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the customer complaint is not confirmed. A review of the DHR and release testing for this batch do not indicate any issues that would contribute to the noted issue. No returns were available. A review of past complaints does not indicate a trend for this issue.

Event description:
The customer reported that while using vial uvt 1 ml with beads they experienced an increase in rate of positivity for the n2 target of the coronavirus gene. The customer is not using bd assays or instrumentation. Multiple attempts were made to obtain additional information. There was no report of patient impact.